Event description:
It was reported that, on (B)(6) 2007, a patient underwent port placement for the treatment of hodgkin lymphoma. Approximately seven months and twenty three days later, on (B)(6) 2008, the port had allegedly burst. It was further reported that the chemotherapy drugs inside the port had leaked, and the patient experienced a stroke and a heart attack. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported port burst, fluid leak as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.